Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 80-90% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 24x3.50mm promus premier drug eluting stent was used for treatment. While taking the orthogonal views post deployment, the physician noticed a flow limiting edge dissection. He used another 3.0 x 38 promus premier to cover up the dissection and completed the procedure. No patient complications were reported.